Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they have seen their dentist who noted to them they are experiencing tmj issues. Dentist referred them to a specialist for the tmj issues. This is a contraindicated patient for crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.